Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experiencing some zapping and device was protruding. Boston scientific technical services (ts) referred the patient to the device following clinic. The device remains in service. No additional adverse patient effects were reported.